Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25, that has a similar product distributed in the us, list number 08k25-27. (B)(4).

Event description:
The customer reports that one male patient generated an unexpected elevated architect ipth assay result of 162.8 pg/ml. The sample was recentrifuged and retested with similar results. Controls were within specifications. The sample was sent to another lab and tested and generated a pth result of 66.67 pg/ml. No suspect results had been reported from the lab with no patient impact.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 02414k000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 02414k000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency/malfunction was identified. Other lab system is roche.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.